Manufacturer narrative:
The suspect device was not sent to an olympus service center for evaluation. An olympus field service engineer went to the customer facility and evaluated the device. There was a muddy foreign material in the nozzle and the nozzle was not deformed. The foreign material could not be identified. A review of the device history record found no deviations that could have caused or contributed to the foreign material in the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the foreign material was found in the nozzle due to incorrect reprocessing of the device since the foreign material could be removed from the nozzle by reprocessing properly in accordance with the instructions for use (IFU). However, a definitive root cause of the reported issue could not be identified. The device's reprocessing manual provides the following warning and caution, which may help to prevent the issue: warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter after each patient procedure. Clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. The device's operation manual provides the following, which may help to prevent the issue: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the nozzle of the subject device was found to be clogged with foreign material during a procedure. The procedure was completed with another similar device. There was no effect on the patient due to the event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, the legal manufacturer has determined there is no potential for this malfunction to cause or contribute to an adverse event. The initial medwatch reported the nozzle of the subject device was found to be clogged with foreign material, indicating incorrect or insufficient reprocessing. However, upon new information received from the field service engineer (fse), the nozzle was deformed, not clogged. Per the legal manufacturer, the deformed nozzle has no potential to cause or contribute to death or serious injury if the malfunction were to recur.